Event description:
The plaintiff's attorney alleged that the pt experienced two sudden cardiac events, which are alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Additional info has been requested and upon receipt will be submitted accordingly. This is one of two device reports associated with this event, which is one of two events for the same pt.